Manufacturer narrative:
Device component code 3088 is related to device problem code 1104 for the problem of needle detachment. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used on (B)(6) 2015. According to the complainant, during the procedure, the needle detached from the suture. The needle was left inside the patient. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.